Manufacturer narrative:
Unit received with high sleep current and low battery alarms confirmed in the pump history due to corrosion at the electronic assembly. However, unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The battery tube found slightly corroded. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they had low battery alert ans pump error alarms. The customer's blood glucose was 278 mg/dl. The customer treated with insulin pump. Troubleshoot was performed. Advised to perform a self test. Test was passed. The product was returned for analysis.